Event description:
No new information.

Manufacturer narrative:
The complaint of a crack in the connector was confirmed; however, the root cause could not be determined. Two photographs and one 24g nexiva IV catheter were provided for investigation. The sample exhibited evidence of use. A longitudinal crack was identified on the yellow luer adapter. Tape was observed on the extension set. As the device had been used, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
The following information was provided by the initial reporter: it was reported that there are cracks in the yellow part behind the nexiva extension tubewhen attempting to puncture the patient and connect the infusion set, cracks were found in the yellow part behind the nexiva extension tube, and use was discontinued (repuncture was performed using another product of the same type).

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.